Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/9/2021. H.6. Investigation: bd received 5 unused samples and one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for liquid if the tube was observed. However the photograph shows opened packaging with 30 tubes already used, and 1 sample with yellow liquid inside. Bd plymouth does not perform any testing with human blood in the plant. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affect 1000 devices. The following information was provided by the initial reporter. The customer stated: "1no serum sample available in unopened tubes pack of k2 edta 4ml. Batch no:851633, lot no:1116117 expiry 2022-08." No further information reported.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affect 1000 devices. The following information was provided by the initial reporter. The customer stated: "1no serum sample available in unopened tubes pack of k2 edta 4ml. Batch no:851633, lot no:1116117 expiry 2022-08." No further information reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.